Event description:
It was reported that the insulin pump had a crack in the screen and at the battery compartment. The blood glucose reading was 243 mg/dl. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, and cracked reservoir tube lip.